Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering confirmed the complainant's experience of a bent cannula and obturator. No fractures or cracks were observed on the cannula and the obturator was fragmented near the site of the bend. Based on the condition of the returned unit, it is likely that the reported event was caused by material degradation during the molding process, which could cause the part to be more susceptible to breaking during insertion. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. Based on the description of the event during initial intake of the complaint, the event was deemed non-reportable as it was unlikely to cause or contribute to death or serious injury. After evaluation by engineering, the event is now deemed reportable due to the fragmented obturator. This report represents the initial and final report.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: surgeon using ctf12 in lap chole. At start of procedure during trocar insertion, the trocar bent. The trocar did not penetrate through the peritoneum. Trocars were replaced with another pack of ctf12 and case completed. Patient status: did a patient injury or illness occur associated with the complaint event? No.